Event description:
It was reported that this patient with a 25mm surgical aortic valve, unknown implant duration, underwent a valve-in-valve procedure due to stenosis. The tavr was performed with a 26mm 9750tfx.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm 3300tfx aortic valve, implanted for 10 years, 11 months, underwent a valve-in-valve procedure due to stenosis. The patient presented with shortness of breath. The tavr was performed with a 26mm 9750tfx. The patient is stable.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section: b5, h2. H1: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.